Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported o3 modules are having intermittent and lower than expected readings on the left channel. No patient impact or consequences were reported.

Event description:
The customer reported o3 modules are having intermittent and lower than expected readings on the left channel. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed module sensor connector housing damage. The o3 module was not able to establish communication with masimo root device because the dc power wires were lifted off of the o3 module circuit board at the solder point. The o3 module had an open connection and was not functional. A service history record review reveals that this unit was in the field for over nine (9) months with no previous reported issues prior to this reported event.